Manufacturer narrative:
Investigation: it was confirmed that no product will be made available for investigation. Complaint was evaluated at mc1 based on given lot number 462299- see attachment. DHR: no changes in production. DHR review was performed. No issues were detected. The root cause cannot be determined. The complaint is registered, and we will monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive use, patients condition and behavior during treatment or material issue (no analysis of the broken instrument possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Manufacturer narrative:
Device received for this event is being corrected from unk vdw catalog # unknown to c-pilot files cc+ sterile catalog # v040368021010. This is a follow up report for this corrected information.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a unknown vdw - possibly a c-pilot file, separated during use. The outcome of this event is unknown as of this MDR. Further information requested.